Event description:
It was reported that during a laparoscopic assisted distal gastrectomy procedure, the hand switch did not function properly. Another device was used to complete the case. There were no adverse consequences to the pt.

Manufacturer narrative:
(B) (4). (B) (4). Evaluation summary: the analysis results found that the device was returned in good physical condition. The device was tested with a gen04 and was functional. The hand switch assembly buttons worked as intended. There were no anomalies noted with the functionality of the device.